Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 corrected fields: h6 component code - g04134 (removed) the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (e216), white residue inside the air water channel, and white residue inside the air water cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image and scope communication error e216 were due to fluid invasion of the scope connector. The most probable cause was traced to a component failure. The most probable cause of white residue inside the air water channel and white residue inside the air water cylinder was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had no image. There were no reports of patinet harm.